Event description:
Reference number (B)(4) event occurred in israel it was reported that the patient faced diabetic ketoacidosis event and eventually got hospitalized on (B)(6)2024 due to hyperglycemia. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous fluids of insulin. Symptoms at the time of hospitalization were tiredness and weakness. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: israel since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.